Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer was changing his battery prior to the unexpected restart alarm. Alarm occurred shortly after inserting a new battery. Alarm did not occur during the rewind and prime sequence. Assisted customer in performing a self-test and which was passed. Error table indicates the pump should be replaced. The customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart error after battery change and resets time/date to factory default due to voltage leak at interface board. Unit passed the rewind test and displacement test. No unexpected external ram crc error alarm noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.